Manufacturer narrative:
Implanted date: "early 2010". (B)(4) - non-union. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a minimally invasive spinal fusion procedure l5-s1 with posterior fixation. Approximately 18 months post-op, it was noted that the tulip head of one of the pedicle screws had broken off. The surgeon thinks that this may be due to the fact that there was no graft used during implantation, and the patient had not fused at the site. A revision surgery is planned.